Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. No anomalies were found however outer insulation melted, and blood/body fluid was observed on all conductors, with apparent explant damage was noted.

Event description:
It was reported that the left ventricular lead dislodged, so the lead was removed and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that the lv lead dislodged so the lead was removed and replaced. There were no patient complications reported as a result of this event. It was further reported that there was myocardial perforation from the replacment lead. The lead remains in use. No patient complications were reported as a result of this event.